Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be delaminated. The dso seal was replaced to address the issue. Further testing noted the latch/lock mechanism is defective and not releasing the cassette. The latch/lock mechanism was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device's occlusion sensor seal is bubbling up. The issue was discovered during testing, there was no patient involvement. The device evaluation noted a damaged downstream occlusion seal.